Event description:
Additional information received via email. Event date was 10-oct-2022. No patient involvement was reported.

Event description:
It was reported that the pressure gage was not reading. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
UDI (B)(4). Device evaluation: one device received for investigation. Visual inspection performed and device received with no apparent physical damage. The patient outlet connector is loose and the tidal volume knob rebounds. Functional test performed performed and reported problem could not be duplicated. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.